Event description:
It was reported that infusion site did not stick on properly and fell off resulted in high blood glucose and no treatment is given event on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable complaint. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.